Event description:
A patient reported experiencing inaccurate high results with an ot profile meter. The patient's blood glucose results were 201mg/dl (meter), 180mg/dl (lab). Tests were done within < 10 minutes with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.